Event description:
A home patient's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 4/5 of her automated peritoneal dialysis therapy. Reportedly, the home patient disconnected from the homechoice machine during a drain cycle then reconnected. Baxter's technical service center assisted the home pt in ending the therapy early. The home pt completed therapy with new suppllies. No patient injury or medical intervention was associated with this incident per the home patient's spouse.

Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient in addition to referring them to the patient at home guide.